Event description:
During a bladder stone removal procedure the lower jaw of the forceps broke off. Broken piece was retrieved with cystoscope. Surgeon feels bladder may have been damaged during retrieval